Manufacturer narrative:
The field service engineer (fse) replaced the external batteries, the pcb charger board and external battery upgrade kit. The fse performed external battery and backup battery tests per philips manual. Unit passed all tests successfully.

Manufacturer narrative:
Unable to confirm device serial number. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported unit is beeping while plugged in. No patient harm reported. Patient information requested.